Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a spinal fusion posterior procedure. It was reported regarding stitching issue that the system was "requiring a resave between the ap and lateral stitch". This issue occurred intraoperatively, and there was no delay. There was no reported impact on patient involved.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported regarding stitching issue that the system was "requiring a resave between the ap and lateral stitch". No further information received.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and complaint that presets did not remain when using 2dlf and switching between ap and lat action: gain calls 45 days overdue - completed all cals and tested 2dlf multiple times without issue. Returned to service working as expected. B01,c19,d14,g07001 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.